Event description:
Infection at insertion site. Patient has rheumatoid arthritis. Although no culture was taken. Fluid was drained frome where one of the two pins were inserted into toe. This is one of three infection cases reported by the same surgeon at the same medical facility. This device is used for treatment.